Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the articulation lever was in neutral position. It was reported that the device did not fire. An associated device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the lung tissue on a laparoscopic lobectomy procedure, the stapler was fired 3 times before the 60 black loads. The load was articulated before firing and a load grinding noise was heard when the surgeon was turning the articulation lever. The surgeon was able to press the green button, but was not able to squeeze the handle, therefore the stapler did not fire. Another handle and reload was used to complete the case. There was no patient injury.